Event description:
It was reported two cannula issues that the patient experienced high blood glucose due to bent cannula on (B)(6) 2026 and corrected by replaced infusion set and resumed insulin deliveries.

Manufacturer narrative:
MDR 3003442380-2026-21321 / initial 3 of 3. Based on the available information, this event is deemed to be reportable malfunction. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number, reporting site: 8021545, manufacturing site: 3003442380.